Manufacturer narrative:
The customer did not return a sample for evaluation. The lot number was not provided, therefore, a device history record review and complaint history review could not be conducted. The root cause could not be determined. (B)(4).

Event description:
An ophthalmologist reported that a knife did not cut well during surgery. There was reportedly no patient involvement. Additional information has been requested. Additional information received clarified that there was patient involvement. An alternate knife was obtained to continue the procedure. There was no impact to the patient.